Event description:
During evaluation of a returned homechoice device a high drain volume error 101 (night drain #1) was observed in the logs. The alarm occurred on (B)(6) 2014 at 10:02:06. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, functional and electrical testing of the device. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was undetermined as not enough evidence was available to make a determination. If additional relevant information is obtained, then a follow-up MDR will be submitted.